Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with extracardiac stimulation. The physician believed that the left ventricular lead dislodged and attempted to revise the lead. During the procedure, it was noted that the lead was in place. The physician did not make any changes and the patient was stable.